Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing due to noise. This resulted in inappropriate automatic mode switch (ams). No interventions were made. There were no patient consequences.